Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage leak - crack could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 23015346 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module infusion set tubing cracked and leaked. The following information was provided by the initial reporter: "tubing cracked and leaking".

Event description:
It was reported that the bd alaris pump module infusion set tubing cracked and leaked. The following information was provided by the initial reporter: "tubing cracked and leaking"

Manufacturer narrative:
B5: describe event or problem: it was reported that the bd alaris pump module infusion set tubing cracked and leaked. The following information was provided by the initial reporter: "tubing cracked and leaking" d1: medical device brand name: bd alaris pump module infusion set d4: UDI #: (B)(4). D4: catalog #: 2202-0007 . D4: medical device lot #: 23015346. D4: medical device expiration date: 16-jan-2026. H4: device manufacture date: 13-jan-2023. G.5. PMA / 510(k)#: k944320.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ blood infusion set tubing cracked and leaked. The following information was provided by the initial reporter: "tubing cracked and leaking"